Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The setscrew marks were not in the appropriate location on the terminal pin, this indicating improper insertion depth into the header. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular lead was an attempted implant due to the helix not extending as expected after a repositioning attempt while also exhibited increased impedances and thresholds. This lead was removed prior to pocket closure and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was an attempted implant due to the helix not extending as expected after a repositioning attempt while also exhibited increased impedances and thresholds. This lead was removed prior to pocket closure and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.